Event description:
On 10-feb-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 475 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while off ilet therapy. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin infusion and IV fluids. Engineering log review was limited, as device data corresponding to the reported event date were not available due to lack of recent device sync. No malfunction alerts or abnormal device behavior were identified in the available logs. Based on the user¿s report, the ilet lost battery power on 02-feb-2026, and the user did not transition to appropriate backup insulin therapy while awaiting receipt of a replacement charger. The interruption of insulin delivery resulted in insufficient insulin administration and subsequent dka. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to maintain device power and failure to initiate backup insulin therapy, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.